Event description:
It was reported that during an unk procedure, the instrument error code showed and the blade broke. Another like device was used to complete the case. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.